Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, tissue damage and necrosis, elevated cobalt and chromium levels, and fluid accumulations around the hip reported.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.